Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0220171v, implanted: (B)(6) 2002, product type lead; product ID 3389-40, lot # j0211884v, implanted: (B)(6) 2002, product type lead.

Event description:
A manufacturer representative reported that during an implantable neurostimulator (ins) replacement, high impedances were measured on electrodes being used for therapy. The ins was tested and the extension appeared to be the issue. The cause of the event was deterioration over time. The extension was tested with the new and old ins along with suctioning the ins ports and disconnecting/reconnecting the extension was tried, but the high impedances persisted. The issue was not resolved at the time of this report. The patient was alive with no injury. No surgical intervention was taken or planned. The patient's indication for use is parkinsonian tremor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that after procedure to replace the implantable neurostimulator (ins) on (B)(6) 2016, there were 3 electrodes with high impedances showing post-operatively. It was stated that the patient was having a procedure (B)(6) 2016 to address the impedance issue, since going into this procedure, it was known that the patient had 2 electrodes involved with high impedances.

Event description:
Additional information received from the manufacturer representative reported that on 3 of the 4 contacts and contact 0 were still high. No additional actions or interventions had been taken to resolve the high impedances. It was noted during the procedure, they tested with the alligator clips and twist lock the lead, battery, and extension. It was unknown of any issues with the lead/extension were seen during the procedure. The impedance values were also unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.